Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-july-2018 with the following findings: the battery compartment was confirmed to be cracked on the side of the compartment from the threads traveling down along the side of the bumper to the case seal.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.